Event description:
On 2/3/1999, the MFR rec'd the explanted device, a medical device registration form and an explant date form from the prior owner of the MFR that states the following: reason for explant - non functioning device. No further details were provided.